Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) year old asian male patient had impella cp pump inserted in the left femoral for acute myocardial infarction (ami) with shock. The patient had access site bleeding, an unknown amount of red blood cells (rbcs) was administered, and as a result hemostasis was performed by surgical vascular suture.